Manufacturer narrative:
Continuation of concomitant products: ddbc3d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was suspected of atrial oversensing during recorded at/af (atrial tachycardia/atrial fibrillation) episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.